Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was/was not verified. The device was found out of specification in relation to the customer reported "load point 3 and 4 false detect of tubing¿ which was reproduced during evaluation by troubleshooting the device. The cause was determined to be force sensor being out of calibration. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false detection of load point 3 and 4 tubing. There was no patient involvement. No additional information is available.